Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited high pacing impedance and oversensing noise, which resulted in an inappropriate automatic mode switch (ams). During the surgery, insulation damage on the ra lead and externalized conductors on the right ventricular (rv) lead were noted. The physician elected to explant both the ra and rv leads and replace them with new ones. There were no patient consequences.

Manufacturer narrative:
The reported events of noise, high pacing impedance, insulation damage were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.